Event description:
The event involved a customer allegation that there was a burnt board and it smelled like burned plastic or an electronic component. During visual inspection, fse testing confirmed burnt components were found on the power supply and determined the probable cause was damage to the power supply board. There were no reports of any adverse patient events or delays in critical therapies, while the device was in clinical use. No additional information was provided.